Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k): k090140. (B)(4). Summary of investigational findings: no product is returned and without the actual complaint device the exact reason for the advancement difficulties cannot be determined. Under normal conditions the sheath is strong enough to accomplish the procedure, but the introducer sheath may kink if excessive force is used to advance it through tortuous anatomy. Filter legs may be prone to exceed the sheath wall if forcefully advanced through a kinked sheath. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. (B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k): k090140. (B)(4). Summary of investigational findings: no product is returned and without the actual complaint device the exact reason for the advancement difficulties cannot be determined. Under normal conditions the sheath is strong enough to accomplish the procedure, but the introducer sheath may kink if excessive force is used to advance it through tortuous anatomy. Filter legs may be prone to exceed the sheath wall if forcefully advanced through a kinked sheath. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a patient underwent ivc filter placement from left jugular vein since cv catheter has been placed in right jugular vein on the patient, however, the patient's anatomical form was suitable for the procedure. First, the wire guide was placed in the desired area, then the sheath was advanced with very strong resistance. Then, the physician attempted to advance the filter introducer, but he met strong resistance. Therefore, he removed the whole system and it was confirmed that the outer sheath got kinked. Another device was used instead (cordis/optease) to complete the procedure. Patient outcome: no adverse effect to the patient reported.